Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implanted date: (B)(6) 2018 estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mitral regurgitation. It was reported that the mitraclip procedure was performed on an unknown date to treat mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to 1. On (B)(6) 2018, the post-procedure echocardiogram showed the mr was 1. On (B)(6) 2018, the patient returned for the first follow-up, and the echocardiogram showed the mr increased to 2. .no additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined a conclusive cause for the reported mitral regurgitation cannot be determined. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.